Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the heavily tortuous proximal left anterior descending (lad) artery. The 3.0x18mm xience v stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of a 2.5x15mm xience v stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.